Event description:
A report was received that the patient underwent a lead replacement procedure due to high impedance contacts. The patient is reportedly doing well following the procedure.

Event description:
A report was recevied that the patient underwent a lead replacement procedure due to high impedance contacts. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Device evaluation indicated that the lead passed mechanical and photographic imaging tests performed. The complaint has been confirmed. Visual inspection found a setscrew mark located between the proximal edge of retention sleeve and the spacer. The setscrew mark indicates that the proximal end of the paddle lead was not fully inserted into the ipg header. This generated the multiple failures of impedances due to misregistration. When the lead was properly inserted into a known good ipg header, it passed all electrical tests including the impedance test. Because of the crushed contact/spacer, lead failed lead dimensional test.